Event description:
The customer reported elevated vitamin b12 results, for multiple patients, involving access 2 immunoassay system. The customer stated one of the aspirate probes had come unseated during testing and caused the erroneous results. Subsequent testing was completed, but the customer could not confirm all retest results were in lower clinical range. The elevated results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
The customer stopped operation of the unit after the elevated results. The customer discovered the loose aspirate probe during inspection of the system's interior. The customer replaced the onboard probes and retested quality control (qc) which successfully passed. The customer successfully completed system check test and resumed patient samples analysis. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.